Manufacturer narrative:
Note: we have not completed our investigation of this event this time. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the audio from the gantry was not working philips service verified that there was no harm to the pt or operator because the operator could communicate with the pt through the doorway between the scan room and the control room and the control room. Philips service determined that all 4 microphones in the gantry had failed and replaced them to restore communications.